Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported issues with transmission and communication with the clinic. Trouble shooting revealed the implantable cardiac defibrillator was in back up vvi mode. A device restoration was completed successfully. The patient was to continue with regular follow up.